Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 50 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.